Manufacturer narrative:
The manufacturer received a voluntary medwatch alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. In initial reports section b5 mentioned incomplete, correct b5 should be - the patient alleged of shallow breathing,shortness of breath and the inability to inhale sufficiently.the patient was required an ambulance transport to hospital in the middle of the night.and also caused a patient to require oxygen and other treatments. The device was returned to the manufacturer's product investigation laboratory for investigation. An external investigation found unknown white deposites in the filter inlet, a missing left flap and an odor that was emitted during therapy. Also did find the presence of degraded sound ambatement foam. Reviewed dreamstation error log and usage history.the degraded foam was localized and not found throughout the airpath. Unknown debris consistent with dust and small hairs were found inside the bottom of device, unknown white debris consistent with dust found on top of blower, and unknown residue consistent with water ingress was found on the inside of blower box and on the bottom of blower. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer internal investigation and device disassembly revealed the presence of degraded sound abatement foam. Section d4 has been updated in this report. Section h6 health effect- clinical code, medical device problem code,type of investigation findings and investigation conclusions has been updated.

Event description:
The manufacturer received a voluntary medwatch (mw5103028) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to require oxygen and other treatments. The patient was transported to the emergency room in response to the reported event. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.